Event description:
Alleged event was not provided. Follow up findings: product was removed approximately 13 months after implantation due to a problem with the band. Further info has not been provided and cannot be obtained. Report is being submitted because inamed's approach to compliance is to resolve all doubt in favor of reporting.